Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to have been discarded. Review of lot history records for this did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after the clip was deployed, the device could not be removed. As per the instructions for use, the access ports were used and the device was removed. Manual compression was applied for 1 minute and hemostasis was achieved. There was no adverse patient sequela. Though requested, no additional information was provided.